Event description:
Pt admitted with left mca stroke. Placed on artic sun for refractory temperature. The temp remained around 5 degrees celsius. When the pads were removed in the morning. The pt was noted to have 1st degree burns that progressed to full thickness burns.